Event description:
I started using the fasciablaster for pain relief in (B)(6) 2017, 3 or 4 times a week as instructed. At the time the "protocols" for this device was to use at a pain level of 7, which I did not do but I did use it vigorously as instructed. Also, at the time, there were no warnings of hormone changes as a side effect. After 3 months of using the fasciablaster regularly, I started lactating and having missed periods. I followed up with my doctor. I had blood work done that showed raised estrogen and prolactin levels so an MRI of my brain was done to rule out a tumor on my pituitary gland and I was put on meds to regulate my hormones. I discontinued use of the fasciablaster. My issue with this device is that there are hundreds, if not thousands having adverse side effects, which are all ignored and threatened with legal action instead of being heard. So many women are continuing to use this device without these warnings.